Manufacturer narrative:
Additional information was received that right after surgery, the patient reported the abdominal pain in the left side. No intervention was provided. The pain resolved on its own. Everything was fine.

Event description:
A report was received that the patient was experiencing extreme abdominal pain after the implant procedure. CT scan and other tests were performed and everything came back negative. The physicians believed it was a new pain and they were not sure what caused it. The patient underwent an explant procedure. When the devices were removed, the abdominal pain went away but eventually returned. It was believed that the abdominal pain was most likely caused by the pressure on the spinal cord. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-4316, lot #: 18131982, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing extreme abdominal pain after the implant procedure. CT scan and other tests were performed and everything came back negative. The physicians believed it was a new pain and they were not sure what caused it. The patient underwent an explant procedure. When the devices were removed, the abdominal pain went away but eventually returned. It was believed that the abdominal pain was most likely caused by the pressure on the spinal cord. No device malfunction suspected.